Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the medial and the distal lumen of the extension lines got detached from the junction hub during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred."

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. Visual analysis revealed that the medial and proximal lines were severed. Evidence of stretching is also visible. The customer also returned one, 3-lumen catheter for analysis. Signs of use were observed inside the catheter body. Non-arrow connector tubing was also returned and attached to the medial and proximal extension lines. Visual inspection of the returned catheter revealed the medial and proximal extension lines were separated from the juncture hub. The separated edge of the distal extension line was rough, jagged , and appeared convex in shape. Remains of the separated extension lines were still present inside the juncture hub. Further analysis revealed evidence of stretching on the medial and proximal lines. The markings on both appeared widened/stretched. No additional defects or anomalies were observed on the catheter body. The catheter body length from the juncture hub to the distal end measured 218mm , which is within the specifications of 207-227 mm per catheter product drawing. The medial extension line outer diameter measured 1.80mm, which is not within the specifications of 2.13-2.21mm per extrusion product drawing. The medial extension line inner diameter at the point of separation measured 1.016mm , which is not within the specifications of 1.42-1.50 mm per extrusion product drawing. The proximal extension line outer diameter measured 1.71mm, which is not within the specifications of 2.13-2.21 mm per extrusion product drawing. The proximal extension line inner diameter at the point of separation measured 1.143mm, which is not within the specifications of 1.42-1.50 mm per extrusion product drawing. The discrepancy with the outer and inner diameters from both extension lines measuring below the specification limits further confirms that the extension lines are stretched, which contributed to the separation. Functional inspection of the separated extension line was performed per the instructions-for-use provided with the kit, which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The medial and proximal extension lines were flushed using a lab inventory 10ml syringe. Water was observed exiting the severed ends of the extension lines. No leaks or blockages were identified. Similarly, no leaks or anomalies were observed when flushing the distal extension line. A manual tug test confirmed that the medial and proximal luer hubs were secure to their respective extension lines. The distal extension line was secure to the juncture hub and luer hub due to undue force applied. The manufacturing site has been previously contacted for complaints of this nature. Both extension line separations points on the sample had a "convex character/shape" at the site of separation. Based on visual analysis and performed simulation, they concluded that both extension lines were torn from the juncture hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The customer report of an extension line/juncture hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the medial and proximal extension lines were separated from the juncture hub. Stretching was also observed on both extension lines. Dimensional analysis further confirmed the stretching. Previous evaluations performed by the manufacturing site was able to replicate the appearance of the damage using undue force and cross-sectioning of the juncture hub of the returned sample confirmed the extension lines were properly molded into the hub. A device history record review was performed with no relevant findings to suggest a manufacturing issue. Based on the sample received and evaluation from manufacturing quality, unintentional use error caused or contributed to the damage on both the proximal and distal extension lines. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "the medial and the distal lumen of the extension lines got detached from the junction hub during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred."